Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath distal tip had been bent. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage and patient insertion difficulty remains unknown.

Event description:
During a left atrial flutter ablation procedure, attempts to advance the sheath were unsuccessful and a cutdown procedure was done. The sheath could not be advanced, despite the dilator being inserted. Attempts to make the incision bigger were unsuccessful. The device was exchanged, and the procedure was completed without adverse patient consequences.